Event description:
Pt status post lumbar laminectomy w/spinal fusion for outpatient x-rays. On x-ray table in supine position. Table spontaneously went into trendelenberg position. Pt slid to floor. Examined and found to be without injury.